Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had open book image on the screen with a red x on it. Customer's blood glucose level was 220 mg/dl. Customer was starting a bolus and got the replace battery alarm. Insulin pump error alarm that occurred software error alarm. Customer was unable to clear the alarm. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.